Manufacturer narrative:
Returned part could not be associated with alleged event.

Event description:
Provider alleges consumer alleges he was thrown out of the chair when they were driving the unit.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer alleges he was thrown out of the chair when they were driving the unit.